Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea with a deterioration of their physical condition since the installation of their new implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Severe tricuspid insufficiency 3-4/4 was found with echocardiogram. The system was explanted and a single chamber ICD implanted to preserve the valve. The physician indicated the tricuspid insufficiency was due to the presence of the active rv lead and an old rv lead that was capped a year prior but remained in the patient. The patient improved after both leads were explanted. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned but analysis could not be performed due to legal restrictions. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.